Event description:
Customer reported a light anesthesia case. There was no reported pt injury. The equipment was checked out by ohmeda service representatives. When the anesthesia machine was turned on, a high flow of oxygen was noted leaking out the common gas outlet. The common gas outlet was disassembled, and part of the flush valve was noted to be broken, causing a leak. The flush valve was repaired and returned to service. This unit was mfg in 1989. The cause for the broken parts could not be determined. A preoperative check of the equipment, such as the FDA checklist or that which is contained within the excel operation and maintenance manual, should have detected this condition. This is the only MDR reported during the last 12 months, involving an excel 110 anesthesia machine wherein the cause was a leaking flush valve.